Event description:
It was reported that following a posterior support procedure, the patient developed bilateral rectal abscesses, graft migration, and fistula. Additional information has been requested, but has not been received.